Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 at 12:31 pm that the insulin pump had a critical pump error. The customer¿s blood glucose level was 63 mg/dl at the time of the incident. Customer stated that she was swimming for a short time in 3 feet of water then afterwards received the critical pump error alarm on her pump. The customer was assisted with troubleshooting, the insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Insulin pump received with critical pump error and pump error 35 due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.